Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon evaluation, there was an open pulse wire in the cable connecting the distributing node (dn) and ECG electrode b. The cause of the check belt messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.